Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8590-1, lot# n242817, implanted: 2010 (B)(6); product type accessory. (B)(4). Analysis of the catheter revealed that under microscopic inspection, the seal at the bottom of the sc cup appeared to be greatly pushed in. Sc connector coring-tears-cuts in seal were noted. There was no evidence of an off-centered indent in the seal material indicating the pump connector was properly aligned with the ¿s¿ connector. No occlusion was observed during patency testing; however, during pressure testing, leaking was immediately seen coming from the area of the sc connector.

Event description:
It was reported that there was a catheter occlusion. It was noted that the health care provider (hcp) was unable to aspirate the catheter without fluoroscopy in the office on 2014 (B)(6); however, it was also noted the date was unknown. The patient had symptoms of pain. During the revision procedure, the pump pocket was opened and the hcp was unable to aspirate the catheter. The "sutureless" was scarred into the pump pouch and the hcp removed it. They then observed cerebrospinal fluid (csf) from the catheter and a new sutureless connector was put on the catheter and connected to the pump. The hcp then aspirated through the catheter access port (cap) and it aspirated with ease. The patient dose was reduced to 1mg/day from previous dosing with the patient therapy manager (ptm) at 0.5 mg 6 times a day or every 4h. The patient was doing well post-operatively. The patient status at the time of the event was noted as ¿alive no injury¿. The pump system was being used to deliver morphine, bupivacaine and clonidine. It was further reported that the patient was having issues and the patient was referred to another physician who determined the catheter had become tangled and came ¿undone¿, therefore the patient had a revision. It was again noted the physician lowered the dose as they were not sure how long the patient had not been receiving the correct dose. The reporter stated this issue started last month.